Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported two patients with corneal haze post laser assisted cataract surgery. The haze was cleared the next day. The doctor noted he does not see corneal haze on non laser assisted cataract patients and is unsure if the haze is due to the laser or pre treatment procedure or drops. Additional information received states that the haze could come from the contact lens that comes with the patient interface but the surgeon also suspects that it could be from the pre procedure drops. There are two related reports for this event. This report addresses patient one, and another manufacturer report will be filed for patient two.

Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).